Event description:
In 2007, abbott point of care was contacted by a customer who reported that an I-stat cg8+ cartridge yielded results of hemoglobin 7.5 gm/dl and hematocrit 22% at 11:33. A second sample tested at 14:02 using another I-stat cg8+ cartridge yielded results of hemoglobin 6.8 gm/dl and hematocrit 20%. This same sample was sent to the laboratory system yielding results of hemoglobin 7.9 gm/dl and hematocrit 22.5%. The customer stated the pt was transfused unnecessarily based upon the I-stat result of 6.8 gm/dl.